Event description:
Device issue: none. Adverse event: hypotension, requiring medication. Time of adverse event: during the procedure. It was reported via trial that during the procedure in the left internal carotid artery, after post dilatation and removal of the emboshield nav 6 embolic protection device, hypotension occurred but resolved with no treatment. The pt remained asymptomatic. Post procedure, hypotension occurred with emesis. Dopamine and zofran were administered and proamitine was resumed. The pt was weaned from dopamine and was discharged on medication, in stable condition, two days post procedure with hypotension improved but continuing. The pt has a history of hypotension. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). Hypotension is a known adverse event listed in the xact instructions for use. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, or design.